Event description:
Complainant alleged that while the medics were monitoring a pt (age and gender unk) they were receiving an "electrodes off" message. The medics changed the ECG cable on the unit, but they still rec'd the same message. The medics were able to obtain another device. There was no adverse effect on the pt as a result of the alleged malfunction.